Event description:
The customer reported that she has been hospitalized multiple times since (B)(6) due to diabetic ketoacidosis. Troubleshooting was declined at the time of the call. The customer only wanted assistance in checking the settings and stated that she would call back if further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.